Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that, during the processing of cord blood for storage, using the device, the procedure was followed without exception up to the point when the cord blood, with cryopreservative had been transferred to the freezing bag component of the device, and a seal had been created at the bottom for the freezing bag. The technician noticed a leak at that seal, and transferred the contents of the original freezing bag into a new freezing bag. The cord blood was then processed as per protocol to completion without further incident.